Event description:
The customer called to report a pod communication error in conjunction with high bg levels (340mg/dl range). The pod and pdm were moved closer together to try and re-establish communication, but this was to no avail and the pod was removed. A bolus was administered with a humalog pen to counteract the high bg's. The pod will be returned for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak, which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.